Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 300 mg/dl and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and an air gap was observed in the tubing. Cts assisted the customer with priming the air out of the tubing. Upon follow up, contact reported elevated bg was resolved and alleged elevated bg might have caused by the customer¿s sickness.